Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recently exhibited pacing below the programmed lower-rate-limit (lrl). The patient was evaluated in-clinic, where normal device parameters were observed with no abnormalities. Regardless, the patient was hospitalized, and boston scientific technical services (ts) was contacted for review for this pacing observation and unexplained pauses in telemetry. It was discussed that there could be potential oversensing that caused the device to pace below the lrl. Additionally, the patient had a large hematoma that made it very difficult in achieving a magnet response. X-ray images were also provided, and while it originally appeared the placement was satisfactory, ts suggested that potentially the left ventricular (lv) lead is intermittently touching the newly implanted right ventricular (rv) lead coil. The pacing pauses were likely the result of rv over-sensing near the end of the t-wave. Ts provided discussed potential programming options, and the physician reprogrammed the device to resolve the event and the patient was discharged. At this time, the crt-d and rv lead remain implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recently exhibited pacing below the programmed lower-rate-limit (lrl). The patient was evaluated in-clinic, where normal device parameters were observed with no abnormalities. Regardless, the patient was hospitalized, and boston scientific technical services (ts) was contacted for review for this pacing observation and unexplained pauses in telemetry. It was discussed that there could be potential oversensing that caused the device to pace below the lrl. Additionally, the patient had a large hematoma that made it very difficult in achieving a magnet response. X-ray images were also provided, and while it originally appeared the placement was satisfactory, ts suggested that potentially the left ventricular (lv) lead is intermittently touching the newly implanted right ventricular (rv) lead coil. The pacing pauses were likely the result of rv over-sensing near the end of the t-wave. Ts provided discussed potential programming options, and the physician reprogrammed the device and was planning to monitor the patient overnight. At this time, this system remains implanted and in-service. The patient currently remains hospitalized.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060104. The lead remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead recently exhibited pacing below the programmed lower-rate-limit (lrl), where the patient's heart rate was 40 bpm. The patient was evaluated in-clinic, where normal device parameters were observed with no abnormalities. Regardless, the patient was hospitalized, and boston scientific technical services (ts) was contacted for review for this pacing observation and unexplained pauses in telemetry. It was discussed that there could be potential oversensing that caused the device to pace below the lrl. Additionally, the patient had a large hematoma that made it very difficult in achieving a magnet response. X-ray images were also provided, and while it originally appeared the placement was satisfactory, ts suggested that potentially the left ventricular (lv) lead is intermittently touching the newly implanted rv lead coil. The pacing pauses were likely the result of rv over-sensing near the end of the t-wave. Ts provided discussed potential programming options, and the physician reprogrammed the device to resolve the event and the patient was discharged. At this time, the crt-d and rv lead remain implanted and in-service. No additional adverse patient effects were reported.